Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had power loss. The customer¿s blood glucose level was 197 mg/dl at the time of the incident. Customer reported that their insulin pump had post-reset ram crc alarm and experienced an unexpected restart. Customer reports they were able to clear the alarm. Customer was able to rewind the pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.